Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury and the procedure was completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the force bipolar had a broken tip. The procedure was aborted with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the grip routing. As a result, the instrument grips could not open properly due to the conductor wire becoming jammed. The wire insulation was not damaged. The instrument grips were manually manipulated, and the instrument failed an electric continuity test on 3 of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.